Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11corrected fields: g1 (contact person)

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse checked the fault logs and identified fault code #77 with "enhanced compressor motor speed required." The fse first attempted to calibrate the regulator as to resolve the issue, but the reported issue occurred again. The fse replaced the scroll compressor which resolved the issue. The fse then calibrated the pressure and vacuum regulators, performed manifold test, compressor output test, as well as functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) showed "iabp may require maintenance." The iabp unit was replaced with another iabp unit to continue patient therapy. When the first iabp unit was re-started, the iabp unit showed test fails code #14. No patient harm, serious injury or adverse event was reported.